Event description:
Material #: 2204-0007. Batch#:24036354. It was reported by customer that the rn noted IV leaking at the connection between the drug short set and the primary IV tubing. Rn checked connection to see that set was broken at the screw mechanism site (tubing was free and broke away from the screw site). Infusion paused. Charge rn notified. Drug reprimed with new short tubing set. Patient's infusion was started. Rn noted IV leaking at the connection between the drug short set and the primary IV tubing. Rn checked connection to see that set was broken at the screw mechanism site (tubing was free and broke away from the screw site). Infusion paused. Charge rn notified. Drug reprimed with new short tubing set. Email: please see the attached product complaint form. If you need us to ship the affected product back to you, please send shipping materials and a shipping label. Rita is the location manager and will be your point of contact for this issue.

Manufacturer narrative:
It was reported by customer that the rn noted IV leaking at the connection between secondary set and the primary IV tubing. One sample of infusion set 2204-0007 was received for quality evaluation. Visual inspection of the sample submitted showed that the distal male luer securement collar was separated from the male luer body. Further inspection of the distal male luer under magnification shows that the male luer body looks to be deformed at the ridge of the male luer body that is intended to keep the securement collar in place. The customer complaint of separation other component - leak was verified. The sample was forwarded to the manufacturer for further evaluation. Manufacturing reassembled a collar to the body of the male luer connector and conducted a pull test with the connector connected to a female luer connection. No issue with the connection was detected. A root cause for the failure could not be attributed to the manufacturing production process and therefore the root cause for the failure is unknown. A device history record review for model 2204-0007 lot number 24036354 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2027. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module infusion set separated the following information was received by the initial reporter with the following verbatim: patient's infusion was started. Rn noted IV leaking at the connection between the drug short set and the primary IV tubing. Rn checked connection to see that set was broken at the screw mechanism site (tubing was free and broke away from the screw site). Infusion paused. Charge rn notified. Drug reprimed with new short tubing set.